Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient had si joint pain relief following the initial procedure, but later reported a recurrence of pain symptoms. The surgeon determined that the inferior positioned implant was malpositioned too posteriorly, not fully in bone and too proud of the ilium. In (B)(6) 2021, the surgeon removed the inferior positioned implant. The explant void was not filled with bone graft. No other preexisting implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.